Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was analyzed. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that there is tissue on the end of the guidewire. There is a knot in the guidewire located at 87.9 cm inside the lead nose cone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire got stuck in the lead while trying to place into a coronary sinus branch. The lead and guide wire were removed and a new lead was implanted. No patient complications have been reported as a result of this event.